Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the date on the pump screen was different than what was in the pump history. Reportedly, the user did not set the time when the pump was initially received. The user does not believe their blood glucose level was impacted.